Manufacturer narrative:
Block d2b: product code: pcu, qxh; reported here as the product code exceeded character limit for the designated field. Block g4: premarket/510(k): den230019, k150692, k153088, k181905, k220112, k233318; reported here as the premarket/510(k)# exceeded character limit for the designated field. Block h6: imdrf device code a150103 captures the reportable event of stent first flange prematurely deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the pancreas to treat a pancreatic fluid collection during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. During the procedure, first flange of the stent prematurely deployed. The stent was removed from the patient partially deployed and another axios stent was used to complete the procedure. There was no patient complications reported as a result of this event.